Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: according to the complainant, the nurse noted central venous catheter (cvc) lumen partially clamped running levophed. The patient's blood pressure (bp) / mean arterial pressure (map) were stable. However, around 1512, patient became bradycardic to 45 after cvc unclamped. The nurse noted that the pump was not alerting when intravenous (IV) line clamped and medication still infusing, building tension in IV line. When unclamped, the patient received unintended bolus of levophed. The patient's systolic bp elevated to 190's and heart rate to 45, but normalized after re-clamping IV line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.